Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse found out that the fiber optic door was broken. To resolve the issue fse replaced fiber optic connector panel and then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then cleared for clinical service.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Complaints associated with fiber optic door missing/broken are related to cosmetic damage to the fiber optic module connector door. The failure mode has not caused or contributed to a death or serious injury in the past two years and has a remote probability of resulting in a death or serious injury, as documented within the risk management file. Additionally, the failure mode has been confirmed through the medical affairs team to be unlikely to result in a death or serious injury. Datascope will no longer report future events for complaints associated with fiber optic door missing/broken, unless the failure mode is found to cause or contribute to a serious injury.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) units fiber optic is not working. There was no patient involvement.